Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded stored episodes with potential oversensing of noisy signals. It was noted the patient underwent a surgical procedure where a magnet was used, and the noisy signals were recorded on the non-boston scientific right ventricular (rv) lead. No adverse patient effects were reported. This ICD remains in service.